Manufacturer narrative:
Repair evaluation information was received on 9/30/2025 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease/toxicity, lung disease, asthma and stage iii kidney failure. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, a dust like contaminate along with hairlike fibers on the ui (user interface) panel and the top enclosure. The ui knob, keypad, rear panel, bottom enclosure, blower motor, dc jack color insert, and the blower box all had a dust like contaminate. Evidence of liquid spots with potential mineral deposits on the blower motor. The exterior of the ui panel and the exterior of the bottom enclosure had evidence of liquid spots, potentially from something being spilled on the device. Degraded blower foam was on the exterior and interior of the blower motor and the interior of the blower box. The manufacturer observed a keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease/toxicity, lung disease, asthma and stage iii kidney failure. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.